Event description:
My father is experiencing shocks to the point of being jolted out of a deep sleep and event jolting his body causing him pain and suffering. He has had to continually go back to the doctor's office and have the voltage lowered... To the point of not being able to lower any more. Finally, the left ventricle lead was taken off on (B) (6) 2010 to try to stop the shocks. Has had to have his leg shunted so that the operation can be performed through his leg. This has caused him even more pain and suffering. Will be facing another surgery regarding the medtronic pacemaker this month... Don't know the outcome yet.